Event description:
It was reported that pump had scuffed screen. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, was noted to be out of warranty and in process of pump renewal, and no further actions or additional information were obtained.